Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm and motor position encoder error alarm in history. Drive support cap was normal. Customer stated she work up with a low because the reservoir had emptied over night. Customer stated that they had medical resonance index and forgot to remove the insulin pump. Customer was able to clear the alarm and rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device stuck in motor error alarm during rewinding due to encoder signal out of phase. Unable to perform displacement test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test or verifying e70 alarm due to motor error alarm. The test reservoir p-cap was able to lock in place.